Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that the stent inside the packaging was the incorrect size. A 6mm x 120mm x 120cm epic self-expanding stent system was selected for use in a stenting procedure. During preparation, upon removal from packaging, the device was found to be a different size with a different ref number than indicated on the box. The procedure was completed using an alternate method. No patient complications were reported. It was further reported that the stent inside the box was a 6mm x 100mm stent with a ref number of (B)(4) and a lot number of 0026636055.

Event description:
It was reported that the stent inside the packaging was the incorrect size. A 6mm x 120mm x 120cm epic self-expanding stent system was selected for use in a stenting procedure. During preparation, upon removal from packaging, the device was found to be a different size with a different ref number than indicated on the box. The procedure was completed using an alternate method. No patient complications were reported. It was further reported that the stent inside the box was a 6mm x 100mm stent with a ref number of h7493904061020 and a lot number of 0026636055.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device eval by manufacturer: returned product consisted of an epic self-expanding stent system from batch 26636055-017 still inside of its pouch. The pouch was inside a shelf box labelled with batch number 26963184. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the device pouch and device did not match the shelf box. Device history review indicates that both batches were manufactured per process. Both batches appear to have been manufactured two months apart. The large time difference suggests that the cause for the pouch being inside the shelf box is not likely manufacturing related. A ship history was performed on both batches and it was identified that the customer did receive both batch numbers. It is likely that the pouch was taken out of its original shelf box and somehow placed into the wrong shelf box.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the stent inside the packaging was the incorrect size. A 6mm x 120mm x 120cm epic self-expanding stent system was selected for use in a stenting procedure. During preparation, upon removal from packaging, the device was found to be a different size with a different ref number than indicated on the box. The procedure was completed using an alternate method. No patient complications were reported.